Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no impact to the customer's blood glucose. The customer reverted to an alternate pump for insulin therapy.